Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint separation was confirmed. During visual inspection, the pressure tubing was received separated from the female luer of the stopcock. When the end of the tubing was microscopically examined, there was good solvent coverage around the tubing. The probable cause of the separation is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the line repeatedly broke, resulting in blood loss. The event occurred during infusion, monitoring, and interventions, and required additional monitoring and interventions. There was patient involvement, but no patient harm was reported.